Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The part/lot information could be: catalog number - cp161941, lot number - 027360, expiration date - july 31, 2024, manufacture date ¿ july 11, 2014; or the part/lot information could be: catalog number - cp161941, lot number - 847110, expiration date - november 30, 2023, manufacture date ¿ november 5, 2013; catalog number - cp161941, lot number - 596020, expiration date - july 31, 2022, manufacture date ¿ july 28, 2012; or the part/lot information could be: catalog number - cp161940, lot number - 136420, expiration date - april 30, 2023, manufacture date ¿ april 6, 2013. This report is number 11 of 11 mdrs filed for the same event (reference 1825034-2014-06879 - 06888 & 1825034-2015-03081).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 11 of 11 mdrs filed for the same event (reference 1825034-2014-06879 / 2014-06888 & 2015-03081).

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on the following days due to dislocation: (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2014. Additionally, a review of invoice history confirmed that the patient was revised on (B)(6) 2012 where components were removed and a cement spacer was implanted. Patient was further revised on (B)(6) 2014 and (B)(6) 2014 due to reasons not caused by biomet implants. A custom triflange cup was implanted during the (B)(6) 2014 revision. Additional information received reported patient underwent a revision procedure on (B)(6) 2015 due to screws backing out and one screw fracturing. The liner and modular head were removed and replaced.

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on the following days due to dislocation: (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2014. Additionally, a review of invoice history confirmed that the patient was revised on (B)(6) 2012 where components were removed and a cement spacer was implanted. Patient was further revised on (B)(6) 2014 and (B)(6) 2014 due to reasons not caused by biomet implants. A custom triflange cup was implanted during the (B)(6) 2014 revision. Subsequently, patient is scheduled to be revised due to screws backing out and one screw fracturing; however no revision procedure has been reported to date.